Event description:
The customer contact reported a leak. The tubing set was being used to deliver morphine 30 mg/30 ml, at an unspecified rate. No specific pump programming was provided. After an unspecified length of time, it was reported that the pt's family reported to the nurse that a leak of solution was noted. The customer contact reported that the nurse reported that an unspecified volume of solution leaked at the luer connection of the female adapter of the pca tubing set and the injector in the vial. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified a possible lot number (plots). The possible lot number is 191754w. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.